Manufacturer narrative:
The referenced device was not returned to the service center for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. As part of the investigation, the original equipment manufacturer (OEM) conducted a device history record (DHR) review for the concerned device. The manufacturing and quality control review was performed and indicated there were no deviations or non-conformities regarding the described issue. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. To mitigate the risk of injury, the instructions for use provides warning that states, "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged."

Event description:
The service center was informed that during a transurethral resection of the prostate procedure, the distal tip of the sheath reportedly broke off and fell into the patient's bladder. The surgeon immediately was aware and removed all visible fragments. There was no reported injury.